Event description:
Co-worker of mine was placing a PICC, cannulated the vessel and was unable to thread the wire, tried to pull out and was unable so she figured maybe I'm through the vessel pulled the needle back a little and tried to advanced wire and was still unable so then pulled the entire needle out and saw wire through the bevel of the needle and hooked (we had it all) and the back part of the wire had started to come apart. There was no harm to the patient but we had never seen this happen before."

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.